Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: report from the sales rep, the balloon was not inflatable during the procedure. It was not a robotic surgery. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. The distal side of the balloon was found to be holed and melted. The distal side of the cannula was dented and melted. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of cannula tip fracture. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to instrumentation coming into contact with the cannula tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture.

Event description:
Procedure performed: unknown. Event description: report from the sales rep. The balloon was not inflatable during the procedure. It was not a robotic surgery. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. The distal side of the balloon was found to be holed and melted. The distal side of the cannula was dented and melted. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.